Manufacturer narrative:
B3 - date of event: unknown, no information provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a "cassette not attached" error. The event occurred during testing. There was no delay in therapy. There was no adverse event reported.

Manufacturer narrative:
G3 - date received by mfg; corrected.

Manufacturer narrative:
D4: UDI updated, h6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a bubbled dso seal, damaged uso seal , scratched lcd lens, missing battery door, and cracked battery compartment. During the functional testing, the customer reported issue was able to be duplicated. The most probable cause of the issue is a faulty dso sensor. The dso sensor was replaced as well as the dso bezel, dso seal, uso seal, lcd lens, lcd lens seal, battery door, battery compartment, spring contact, tap pogo contact, separator, usb insulator, gasket grey, gasket black, keypad, overlay gray, rear label, latch lock flex, and ground strips. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.